Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photos revealed that the device display is noticeably broken. No further information was provided. The overall complaint was confirmed as the observed conditions of the vapr vue generator would contribute to the complained devices issue. Based on the investigation findings, the root cause can be traced to mishandling of the device, thus caused the damage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the screen on the vapr vue generator device was broken and did not function. During in-house engineering evaluation of the photo received from the customer, it was determined that the display was noticeably broken. There were no reports of delays in the surgical procedure nor if an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation, the following defects were identified: screen issue/display issue. Per service reports, this complaint can be confirmed. The repair of the device was however, declined. And it is being placed into long term hold. The faulty part was identified, as the root cause for the device failure, during the service evaluation. Additional complaint information, monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required. And no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with, which this complaint is observed, in the field.